Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the motor device would run in the locked position and had unintended activation/motion. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that the lock on the device was damaged during a demonstration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI#: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.